Event description:
The customer reported that an 840 ventilator was inoperable. Pt involvement is unknown. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the two pressure solenoids (psols) and oxygen (o2) sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).